Event description:
The customer reported that the pt monitor sporadically reports a speaker error. It is not known if there was a loss of audible sound. No pt harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.